Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, the trunk cable was damaged and several wires were cut (green, black, white). The cause for the damaged wires and connector cannot be positively identified but was likely the result of physical damage. No adverse event resulted from the cut cable. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor displayed a service code 204, despite multiple attempts to disconnect and reconnect the belt. The pt was issued a replacement electrode belt.